Event description:
It was reported that two (2) clearlink paclitaxel sets were leaking from the drip chamber. The leaks were observed from the drip chamber after hanging solution during setup and during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter e-mail - purchasing: (B)(6). Device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: one (1) clearlink paclitaxel set was leaking from the drip chamber. This occurred during patient infusion. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including clear passage and pressure testing was performed which revealed a leak between the assembly of the tubing and the drip chamber. The reported condition was verified. The cause of the condition was due to improper manual assembly during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.